Event description:
It was reported that there was a patient injury. The patient was in a car accident the night prior to the report and got banged around pretty bad. The patient noted that their stimulation went crazy at the car accident. The stimulation was powerful down both their legs and they couldn¿t stand up. At the accident scene they turned off their stimulation since they didn¿t want to mask any pain. After they turned their stimulation off it was still buzzing. They were unsure if it was a result of the impact. The patient went to the emergency room by ambulance. They were unsure if they were in shock at the time. An x-ray was taken of the patient¿s shoulder because everything hurt. The patient¿s stimulator was not in their shoulder. The patient wanted to have their device checked by a manufacturer representative. The patient had not talked to their doctor about the issue. The patient had an appointment with their doctor on the monday after the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Other applicable components are: product ID 97754 (B)(4) product type recharger product ID 97740 (B)(4) product type programmer, patient product ID 977a260 (B)(4) implanted: (B)(6)2014-04-21 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2014 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were in a t-bone car accident a couple of years ago and does not know if the lead was loose or if it was knocked or something, but their device went ¿haywire and they could feel electricity at a high level and could barely stand up because it was really firing off. The patient stated that it was too painful to talk and they ended up at the emergency room and they were very reluctant to give pain medicine because they were already on pain medicine and they had a device. The patient stated that they had met with a rep who programmed around it. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).